Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was approximately 600 mg/dl. Bg level was addressed with a manual injection. During trouble shooting with tandem technical support (cts) it was discovered that the pump vents were occluded with debris. Cts educated customer on the user guide for properly cleaning of the pump. Reportedly, the customer reverted to manual injections for backup insulin therapy.